Manufacturer narrative:
Batch review performed on 29 july 2019 lot 184048: (B)(4) items manufactured and released on 26-jun-2018. Expiration date: 2023-06-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar reported event reported. Additional implant: reverse shoulder system 04.01.0173 glenosphere 39xø27 (k170452) lot. 174736 batch review performed on 29 july 2019 lot 174736: (B)(4) items manufactured and released on 26 october 2017. Expiration date: 2022-09-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with three similar reported event reported.

Event description:
The patient came in complaining of pain due to a dislocation of the liner from the glenosphere, 8 days after the primary surgery. The cause of the dislocation is unknown. The surgeon revised the humeral reverse hc liner 39/+3mm with a humeral reverse hc liner 39/+6mm. The surgery was completed successfully.